Manufacturer narrative:
Distal tip component 346091 has bent at the shaft interface causing the solder joint to fail. The stripping end of the component is deformed and its edge is dull. The edge no longer meets print specification. The shaft is dramatically bowed. Device has been in use for nearly six years without previous issues. Customer induced damage due to excessive forces applied during use. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is required. (B)(4).

Event description:
It was reported that during an acl graft harvest procedure that when the surgeon had successfully taken the semi-t, and as he was roughly 3/4 of the way up the gracillis tendon, the stripper instantly "gave" and bent sharply severing the gracillis prematurely. The case was successfully completed by drilling shorter tunnels for the short graft. The procedure was successfully completed despite the graft being short. There was no reported patient injury or delay in the procedure.